Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the patient was already asleep they went to open the invasive ankle straps (came in with the loan) and noticed that they went out of date in (B)(6) 2017. They have now had to wake the patient up and will have to reschedule the case.

Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for the device is expired. It was determined that the ankle strap expiration date was not verified before shipment from the (B)(6). Service operation center. The sap system had an incorrect expiration date in it and because of that the system would have not flagged an issue at the time of shipment. Stock has been reviewed for any expired inventory and all items that were due to expire were scrapped. All appropriate personnel have been notified of this failure. This is the first complaint for this issue. Smith and nephew will continue to monitor for future trends.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(6). The correct manufacturing site information and registration number is (B)(6). Corrected data: d3 and g1 manufacturing site name, address and contact information